Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) revealed insignificant anomalies and device was functioning okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient states the device is decreasing amplitude all the way down to an amplitude of 0.0v after 12-14 hours. Recently, they also said there are times when the device feels like it is heating up. No environmental/external/patient factors that may have led or contributed to the issue. Reprogramming was done by the office on (B)(6) 2019 and the settings were confirmed correct at that time. Reprogramming was also performed on (B)(6) 2019 and the settings were confirmed correct at this time, but the device was at 0.0v when the rep saw the patient on (B)(6) 2019. The action/intervention taken to resolve the issue was the device was turned back on to amplitude 2.5v "-3, -2, +0". The patient is scheduled for a replacement on (B)(6) 2019. No further patient complications have been reported as a result of this event.